Event description:
It was reported during a follow-up visit in 2009, x-rays showed a broken agile rod on the right. The pt was asymptomatic. No revision is planned at this time.

Manufacturer narrative:
The product was not returned for evaluation. X-ray films revealed the agile rod is broken on the right and possibly popped on the left as well. The agile device is congruent with the bumpers across l2-l3. A review of the device history records found no documentation to indicate a non-conformance to specification.